Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (serial #(B)(6) displayed user advisory "(ua) 12" (lifeband not present)," which was confirmed based on the archive data review but not during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the platform's driveshaft because the lifeband was not properly installed, likely attributed to user error. Per the autopulse® hangtag - advisory codes description and action, user advisory 12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The secondary reported complaint that the power switch was damaged was confirmed during visual inspection. The power button was found to be slightly misaligned, which caused it to be difficult to operate. The probable root cause of the misaligned power button appeared to be the characteristics of user mishandling. The power button was reseated to remedy the reported damaged issue. Further visual inspection and unrelated to the reported ua12 error message and damaged power button complaints, observed the drive shaft was intermittently get stuck, likely cause by a sticky clutch. The impact of a sticky clutch was not severe enough to make the platform non-functional. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface. Deburring of the clutch plate needs to be performed to remedy the sticky clutch issue. The archive data indicated multiple ua12 (lifeband not present) message around the reported date, thus confirming the reported complaint. The belt detection switch was readjusted to reduce the probability of ua12 reoccurrence. The ua12 message reported by the customer was not reproduced during the functional testing. Zoll waiting customer approval for service repair.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(6)) displayed user advisory "(ua) 12" (lifeband not present). Also, the power switch was damaged. Patient's status information was requested but the customer did not provide a response.